Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the insufficient angulation and play, which was out of specification, on the control knob is related to the reported occurrence of snapping. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the light cover glass was chipped, the light guide cover glass adhesive was worn, the optical cover glass was chipped, the optical cover glass adhesive was worn, the distal end adhesive was worn, the aspiration housing colored ring was worn, the air/water housing colored ring was worn, the switches were worn, the plug body air/water connector was loose, the scope connector had water leakage, the bending angle in the up direction was out of specification, and the up/down angle had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had the knob fall off the scope during a procedure. The procedure was delayed by few minutes. There were no reports of patient harm.